Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. The keypad cover was removed for investigation and revealed contamination under the contacts of the keys. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the up/down/ok buttons are sticking, not responding to press and then other times when attempting to deliver a bolus a bolus cancelled message due to button press may be given, but she was not pushing a button. The rubber keypad is reportedly intact and the buttons still spring back. This issue started about a week ago and has gotten worse. Reporter has still been able to program pump as needed. Reporter thinks the contrast button is ok, but does not use it. The pump is not cleaned, and a protective skin is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.